Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope had parts fall off from the distal end (including a rubber). The issue was found, during a therapeutic laparoscopic cholecystectomy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. Corrected field: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. Based on the results of the investigation, it is thought that contact with an endo therapy accessory or accidental loading (pinching, snagging) caused the bending section cover part to break, as evidenced by the damage and scratch hole observed. The inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.